Event description:
The neuron was opened and the catheter was removed from the housing unit. The physician noted that the distal end of the catheter was ovalized. The device was not used in the patient. A new neuron was used without issue.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.